Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age unknown) during a surgical procedure, using internal electrodes with the device, but the unit failed to discharge the energy. The clinicians then obtained a second set of internal electrodes, and using the same mseries, they attempted to defibrillate the patient, but the device again failed to discharge the energy. The clinicians then obtained another mseries, and using the same internal electrodes as those used in the second defibrillation attempt, successfully administered a 10 joule shock to the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction. The complainant indicated that subsequent to the event, the facility's biomed engineering department was unable to duplicate the reported malfunction.